Event description:
The facility biomedical engineering dept received the device from an unk clinical setting with a note stating "alarms constantly. Side 1 in use. Side 2 goes wild". No pt injury or need for medical intervention was reported. The pump was evaluated by the biomedical personnel who found pump #2 to power off without alarm at the time when the pump was plugged back into the ac outlet. Info was not known whether or not the device powered off during pt use.